Event description:
It was reported that during a routine device change procedure, this right ventricular (rv) lead exhibited constant high out of range shock impedance measurements. The connections and port placement were confirmed to be appropriate. The procedure was completed without resolution. A week later this rv lead was explanted and replaced which resolved the issue. The explanted lead is expected to be returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed 168 mm from the terminal end with only the proximal segment returned. Continuity testing noted an open electrical resistance indicating a fracture or broken conductor coil. Visual inspection confirmed that the high voltage cable was fractured at the proximal side of the yoke stake block. The fracture characteristics are consisted with a ductile fracturing meaning the lead was pulled to the point of fracture likely occurring during the explant procedure. This damage was recreated in bench testing by grabbing the yolk of the lead and using it as a handle and pulling with force to remove lead terminals from the device header. It is advised to pull the lead terminals out of the header by grabbing each terminal leg independently and gently removing them from the header. Analysis confirmed that the damage to the lead was caused by unintended user error.

Event description:
It was reported that during a routine device change procedure, this right ventricular (rv) lead exhibited constant high out of range shock impedance measurements. The connections and port placement were confirmed to be appropriate. The procedure was completed without resolution. A week later this rv lead was explanted and replaced which resolved the issue. The explanted lead is expected to be returned for evaluation. No additional adverse patient effects were reported.